Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05672. It was reported that the patient was unable to get into MRI mode, upon further investigation the patient system diagnostics recorded high impedances on a lead. Surgical intervention took place on (B)(6) 2023 where the lead was explanted and replaced to address the issue, as well as during the surgery a lead had migrated, and the lead was repositioned to address the issue. The ipg was electively replaced. Effective therapy was established postoperatively.

Event description:
Additional information was received stating the left lead (sn: (B)(6)) was explanted and replaced and the right lead (sn: (B)(6)) was repositioned.

Manufacturer narrative:
Date of event estimated. Correction - section b5: - correct verbiage of the left lead (sn: (B)(6)) was explanted and replaced and the right lead (sn: (B)(6)) was repositioned. Correction - section d6b - explant date inserted. Correction - section h6 - codes corrected. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.